Event description:
During routine testing of the device at the service center, the service technician found that a probe on the device failed the manufacturer self-test. Since this event occurred at the service center, there was no patient involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.